Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: e1 (name and address), h2, h3, h6, h8 and h11. Corrected fields: b5, d4 (lot#) the device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found noise on the screen caused by liquid ingress into the universal-plug unit. Based on the findings of this investigation and the past investigation results, the probable cause is suggested by information reasonably known, such as component damage or degradation, environmental issues like dust/dirt/humidity, optical issues, thermal issues, and electrical issues such as signal loss or circuit disconnection. The most likely cause of the image issue is traced to a component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information added in previous report:'it was reported that there was image with snowflakes.'

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope screen had noise with a snowflake image during inspection for use. There were no reports of patient involvement.